Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/24/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please confirm the quantity of sutures that broke during this single procedure (CABG) being reported? - 2. Device return status/follow up? - device/suture discarded by the hospital. Events were submitted via 2210968-2021-03532.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qjbchc / 8735h19, and no non-conformances related to the reported complaint condition were identified. Summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one empty opened folder of product code 8735 could be observed. The condition reported could not be observed. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional information was requested, and the following was obtained: device return status/follow up? Device not available for return as it has been discarded. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of sutures that broke during this single procedure (CABG) being reported? Events were submitted via 2210968-2021-03532.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, while doing the anastomosis, the suture get snapped. The surgery was delayed 10 minutes. The procedure was successfully completed. There were no patient consequences reported. Additional information was requested.